Manufacturer narrative:
Vyaire file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. The customer reported that a replacement user interface module (uim) will be ordered and send the core hardware to vyaire. The suspect uim has not been received by vyaire. A supplemental report will be submitted with the evaluation of the alleged faulty uim.

Event description:
The customer stated the screen on this avea ventilator does not respond to touch commands on startup. The customer stated that this unit was not on a patient.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect user interface module (uim) for investigation. The fa laboratory cycled on the uim and it completed the boot up process normally. A two hour runtime routine was performed with no anomalies. The fa laboratory also performed the touchscreen calibration and passed. A visual inspection of the internal components was performed with no anomalies. At this time, the fa laboratory could not duplicate the customer event therefore, no root cause could be determined.